Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 460 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was over 460 mg/dl. Customer blood glucose reading at the time of the incident was 255 mg/dl customer treated their high blood glucose with 8.4 bolus. Customer did not have symptom. Customer went a hospital for non-diabetes issue. Customer did not complete troubleshooting their high blood glucose reading. Insulin pump will not be returning for analysis.